Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach in the esophagus. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. There was nothing unusual about the patient or the procedure. Lubrication was used to facilitate placement of the capsule. No intervention was required, and no repeat procedure was needed. The delivery system and capsule will be returned for investigation. There was no patient harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the global complaint handling system. No product was received at medtronic. The box arrived to our biohazard laboratories and was empty. Since no sample was returned for investigation it is impossible to determine if product meet specs or not. Since no sample arrived, visual inspection cannot be performed. The customer reported that the capsule failed to attach in the esophagus. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. Evaluation was not performed since the product sample did not arrive for investigation. The failure cause was not found since the product sample did not arrive for investigation. If information is provided in the future, a supplemental report will be issued.